Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Expiration date information unknown / not provided.

Event description:
Doctor reported that mount got stuck at the implant, the screw inside gets stuck in the channel, so that mount cannot be removed without removing the implant. Then implant bed had to be prepared for new implant of the same length. Tooth site 15.

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use. Functional testing to recreate the reported event verified the devices disengaged as intended. No malfunction. DHR review was completed for the subject lot number (1241956). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241956) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.